Event description:
Complainant reported a safe-t-valve- split.

Manufacturer narrative:
The lab evaluation indicated that the complaint of safe-t-valve split was confirmed. Ross standard procedure includes attempting to obtain all required information from the source.